Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported no action was taken and no side effects were noted from the patient. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v465540, implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the 60 month programming setting noted impedances greater than 4000. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study updated the outcome to ongoing.